Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was charged and rebooted. The log was downloaded and reviewed finding no errors related to the complaint. "Try it" manual tests were performed and passed. Functional testing was performed and it passed. The receiver case was opened for an internal visual inspection and it passed. The vibrator motor resistance was measured and it registered within specification. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019 the receiver had no vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no vibration could not be determined. A root cause could not be determined.